Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer mistakenly entered in 142 carbohydrates into the pump instead of a blood glucose value of 142 mg/dl. Customer corrected the incorrect input and did not deliver an incorrect amount of insulin. There was no reported impact to customer's blood glucose level.